Manufacturer narrative:
The device will be returned as it was implanted in the patient. Based on the reported information there is no evidence to suggest a deficiency of the device as the device was deployed successfully covering the dissection flap. We are unable to definitively determine the cause for the reported experience, however it should be noted that the pipeline device was used off-label as it was used to treat a laceration of the right internal carotid artery. The pipeline embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. In addition, the pipeline is contraindicated for patients who have not received dual antiplatelet agents prior to the procedure. Mdrs related to this report: 2029214-2017-00030, 2029214-2017-00031, 2029214-2017-00032. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an emergent treatment of a laceration located within the petrous segment of the right internal carotid artery (ica) , two pipeline devices did not open distally. It was reported that both pipelines demonstrated "twists" at the distal end and all necessary steps to alleviate the twists were made. The first pipeline (ped-500-14) attempted was resheathed less than or equal to 2 times. The projection confirmed "twists" and the pipeline was removed from the patient together with the marksman. The second pipeline (ped-500-16) was deployed in the same manner and the same problem was encountered. A third pipeline (ped-500-18) device was used and deployed successfully covering the dissection flap. Two days post pipeline treatment the pipeline did not have good wall apposition and a re-bleed was identified. The vessel was ultimately sacrificed. The patient was reported to be doing well. This patient was an emergent patient therefore was not on dapt (dual anti-platelet therapy) therapy prior to the procedure. The patient was noted to be spasming prior to pipeline treatment. The patient was bridged with integrilin and immediately post deployment started on dapt (dual anti-platelet therapy) in conjunction with integrilin drip. The patient also had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.